Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, a dislocation was reportedly the cause for the revision although the root cause for the dislocation was not identified. The patient impact beyond the reported revision cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual products involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to dislocation. Tandem head and inner head were exchanged. No pieces fell into the surgical site. No x rays or surgical reports available. Attached to complaint number (B)(4).